Event description:
A surgeon reports a patient with topographically-observed "central islands" (corneal irregularities) following a bilateral refractive procedure. It is unknown if there was pt injury/impact associated with this event. Additional info has been requested. This report is for the left eye, the right eye is being reported under manufacturer number 1061857-2009-00019. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
Determination of root cause: assessment: a complete clinical analysis was not possible because the facility only provided info on one post-op exam. No pre-op info, including topographies, was provided for comparison purposes. Additional clinical information has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Conclusion: despite extensive investigation, the root cause for the occurrence of central islands has not been determined. (B)(4).